Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day, it was reported that the patient¿s cgm was reading 55 mg/dl and the bg meter was reading 155 mg/dl. The patient was also wearing a tandem insulin pump. Due to the inaccuracy, the patient changed her sensor. Later that day, the patient went to the kitchen to start cooking dinner and lost consciousness. The patient did not look at her cgm device to get a reading prior to losing consciousness. After approximately two hours, the patient ¿came back to her senses¿ and was able to get up. It was noted the patient had a service dog that was attempting to wake her up but was not successful. The patient ate 2 cookies and some grapes. The patient then called her cousin, who called 911. Ems arrived and transported the patient to the hospital. Once at the hospital, the patient¿s cgm value trended from 85 mg/dl up to 390 mg/dl (no bg meter values provided at this time). The patient delivered 5 units via her tandem insulin pump for the high of 390 mg/dl. There was no documentation of any medication or treatment provided to the patient while in the hospital. The patient was discharged home the same evening. Once home, the patient¿s cgm was reading 332mg/dl. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.